Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the patient experienced blurry vision. Additional information was requested and received stating that post the initial surgery the patient had persistent blurred vision hence the lens was explanted in a secondary procedure. The patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
The product was not returned. The file will be reopened if the sample is received. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens of 23.5 diopter, (1.5 extended depth of focus) was exchanged for a non-company extended depth of vision lens (22.5d). There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).